Manufacturer narrative:
Patient identifier, age or date of birth, sex, weight, ethnicity, and race: patient specifics are not available. Device has been returned to 3m. Solution was found inside the unit and visible water ingress markings were observed in the temperature controller. Solution on temperature controller leads created a short condition resulting in failure. Visible signs of corrosion and marks are observed inside the unit, on the screws used to hold printed circuit board in place and on the heater. Instructions for use state ranger units are ipx0 rated and precaution must be taken to prevent any liquid ingress into the unit. 3m will continue to monitor.

Event description:
A facility reported a blown controller with burn marks on the interior casing and controller of 3m¿ ranger¿ fluid warming unit, model 245 upon opening the unit for service by their technician. No other observations were discovered while in use. No medical interventions were required. No patient or staff injury was alleged.